Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. Caller was instructed to plug the wall adapter into a working outlet and wait at least 30 consecutive minutes for the pump to begin charging. Pump began charging after 30 minutes using original charging supplies.